Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-02574. The pt was contacted for the charger swap program. He reported he no longer had an eon mini ipg as his previous scs sys had been explanted due to infecton. Follow-up indicated the pt went to the ER in (B)(6) 2012 with a fever and cultures and labs were normal. He was later seen in urgent care with a clear, yellowish drainage from his lead incision site, and the ipg incision was reported as slightly erythematous and without drainage. The physician noted the lead incision had a possible seroma which was evacuated. The pt was treated with intravenous antibiotics and followed by an infectious disease physician for a staphylococcus aureus infection. His scs sys was removed on (B)(6) 2012. Further investigation found the physician reported the pt's incisions were healing well. The pt was reimplanted with a new scs sys on (B)(4) 2012.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed. Review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.